Manufacturer narrative:
The bit was received by the manufacturer for investigation. The investigation is on-going. When the investigation is complete, a follow up report will be filed.

Event description:
It was reported by the sales rep that during a brain procedure, a self starter screwdriver was being used to drill a frameless guide to the skull. The drill bit broke off and stuck in the pt's bone. The bit was retrieved by hand. The rep supplied the account with a second bit, which also broke off. The procedure continued with only one screw attaching the guide and was completed successfully as planned.